Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 116mg/dl. The customer called requesting assistance with accessing the basal rates and bolus wizard settings. Troubleshooting could not be performed at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.